Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the switch is no longer passing communication.

Manufacturer narrative:
The customer reported that the switch is no longer passing communication. Troubleshooting was performed and the media converter was power cycled and the suspect switch was reinstalled to resolve the issue. The device was never sent in for evaluation as the issue has been resolved. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.